Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the passive backplane, image processor, display adapter, ethernet card, cine disk, keyboard cable and sbc kit. He loaded the software rel 29, reloaded nodes and cal files. The system is functioning as intended.

Event description:
The customer reported that the system was getting error "cine not available" on bootup.